Manufacturer narrative:
B5: the lens was explanted on (B)(6) 2022 due to excessive vaulting. The lens was replaced with a shorter lens and the problem was resolved. The cause of the event was due to the device. Claim # (B)(4).

Manufacturer narrative:
Sex: unk, weight: unk, ethnicity: unk, race: unk, date of event: unk, explant date: unk, work order search: another similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm tmicl13.2 implantable collamer lens, -05.00/+1.5/090 (sphere/cylinder/axis), in the patients left eye (os) on (B)(6) 2022. The lens was explanted due to an over vault. The lens was replaced with a shorter lens. Additional information has been requested but none has been forthcoming.